Manufacturer narrative:
This report is submitted on january 04, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 under general anaesthesia due to pain and swelling (date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 15, 2023.